Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: data files were received and analyzed. The files confirmed the system notice 50030 related to excessive flow for the date of case. The product issue reported (system notice 50030) is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician.

Event description:
It was reported that during a cryo ablation procedure, a system notice had occurred indicating that the safety system detected a high level of refrigerant flow and stopped the injection. The coaxial cable was disconnected and reconnected the coaxial umbilical without resolve. The coaxial cable, electrophysiology (ep) catheter and electrical cable were replaced. Also, the console was rebooted without resolve. The procedure was aborted and the patient was under general anesthesia. No patient complications have been reported as a result of this event.